Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided, a2: age and date of birth unknown / not provided, a3: patient sex unknown / not provided, a4: weight unknown / not provided, b3: date of event unknown / not provided, d1: brand name unknown / not provided, d4: catalog and lot number unknown / not provided, g4: PMA/510(k) number not available. The device will not be returned for analysis as the implant remains implanted. No device catalog or lot number was provided so a device history record review and a complaint history review could not be performed. Since the device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
The sales representative called in to report that the implant is threaded and asked for a thread tap.